Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the emergency room (ER) on (B)(6) 2020 after experiencing black stools. The controller event log file contained data from (B)(6) 2020 21:27:30 through (B)(6) 2020 17:50:33. The file captured the pump operating at a fixed speed of 5200 rpm with a low speed limit of 5000 rpm. Motor power, estimated flow and average pi typically ranged from 3.5-3.9 watts, 3.0-4.6 lpm, and 2.7-7.7, respectively. Numerous pi events were captured throughout the log file.; however, a specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The controller periodic, lvad event, and lvad periodic log files captured no atypical events. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. Review of the device history records for (B)(4) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 25aug2017 on shipping order s188287. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency room with complaints of black stools.